Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was returned to edwards for evaluation. The guidewire lumen was returned separated from the device. During visual inspection of the guidewire lumen it was observed to be severely stretched and kinked. The balloon was separated around the proximal taper of the inflation balloon. The balloon¿s distal portion was not returned; however, there was no report of it being left in the patient. No surface defects or scratches were observed on balloon. No manufacturing abnormalities (i.e. Fish eyes, scratches, or gel spots) were observed. Functional testing could not be performed due to the condition of the returned device (balloon burst). Dimensional analysis was performed on the balloon wall thickness. These measurements met specifications. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, it was reported that patient factors (annular calcification) resulted in the balloon rupture. This is supported by evaluation of the returned product and a previous technical summary written by edwards. Regarding the withdrawal difficulty, it is likely that the torn balloon was caught on the distal tip o f the esheath. As reported, it is unknown how and when the dissection/perforation of the right internal artery occurred, no manufacturing non-conformities or IFU/training inadequacies were identified. Review of the complaint histories for (B)(6) 2014 revealed that the occurrence rates for balloon bursts and balloon catheter withdrawal difficulty through sheath did not exceed the control limits. Therefore, no action is required at this time.

Event description:
As reported by the edwards european affiliate, during the transfemoral tavr procedure, during bav, the balloon ruptured. The balloon catheter could not be retrieved into the sheath and had to be removed by a cut down. The valve was not implanted. The balloon burst was attributed to annular calcification. The patient expired 2 days later. The cause of death was reported as multi organ failure after systemic inflammatory response syndrome (sirs) due to a dissection/perforation of the a. Iliac communis right. It is unknown how and when the dissection occurred.